Manufacturer narrative:
A follow-up report will be filed when the investigation is complete. (B)(4).

Event description:
When following the workflow in imagecast, the pacs iw incorrectly displays the wrong patient image as the related prior image. The issue disappears when user preference's in imagecast are set to show no related priors. However, when one or more related priors is set as a preference, the error in hanging becomes reproducible. There was no reported patient injury associated with this event.